Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the front and rear housing was broken. The tamper seal was missing. Review of the event history log (ehl) showed a "no disposable." A functional test was performed and the cassette was not detected. The reported issue was duplicated. It was determined that the most probable cause was due to a faulty dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a no cassette alarm. Per reporter when the cassette was changed by the nurse in the evening, the pump exhibited the alarm. Several attempts were made to attach the cassette, but the alarm continued. Subsequently the patient's other two pumps were used without the alarm recurring. It was reported that 100 ml reservoirs were used with the pump. No adverse patient effects were reported.

Manufacturer narrative:
Other text: additional contact information: (B)(6). D4: UDI number and g5 are unavailable investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.